Event description:
Correction received indicates that antitachycardia pacing therapy was delivered.

Manufacturer narrative:
Correction - h6 - should have included inappropriate therapy.

Manufacturer narrative:
Correction - h6 - 4307 caused traced to component failure should have been included.

Manufacturer narrative:
The reported events of noise, high pacing impedance and inappropriate therapies were not confirmed. A partial lead was returned for analysis in one segment. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 43.5 to 45.1 cm and 46.5 to 46.9 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an upgrade to the crtd system. During pre-procedure testing, stored egms revealed instances of noise sensed on the right ventricular lead. Instances of false vf detection with subsequent aborted therapies were noted. The patient relates no knowledge of any events and maintains feeling asymptomatic. At this time, an elevated pacing lead impedance is also recorded. The lead was safely explanted but damaged in the process. The patient¿s recovery course was uneventful.